Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to svt. The device correctly detected svt three times, but the fourth detection resulted in therapy. Therapy progressed through three atp therapies and one high voltage shock prior to rate deceleration. Programming changes were made. There were no adverse consequences other than the patient being aware of the shock. The patient was discharged the same day.